Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient had sleep patterns disturbed. The patient came to clinic to have the device checked. The device had not been checked for several years prior to this clinic visit. The device was not able to be interrogated and there was no telemetry or magnet response. The device was removed and replaced with a new device. No patient complications were reported as a result of this event.